Event description:
It was reported a trinica 4.6 diameter screw was in a 4.2 diameter screw package; the label was for 07.00811.003 lot aab. This was discovered during a kit inspection and no patient was present.

Manufacturer narrative:
Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that 4.6 mm screw was packaged in a sealed bag labeled for a 4.2 mm screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to packaging or inspection error. DHR review: the DHR was reviewed. It was initially recorded that there are no indications of manufacturing issues and the device was likely conforming when it left highridge¿s control. It was later found that the screw was improperly labeled. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported a trinica 4.6 diameter screw was in a 4.2 diameter screw package; the label was for 07.00811.003 lot aab. This was discovered during a kit inspection and no patient was present.